Manufacturer narrative:
(B)(4).

Event description:
Data has been received for evaluation. The problem was confirmed. The root cause was determined to be progressive sensor decline.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, that app was attempting to reconnect then showed new sensor message while patient was in a current sensor session receiving values was reported. The sensor was inserted at the upper buttocks on (B)(6) 2019. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion"